Event description:
Per litigation received by legal: plaintiff states employee slammed door and smashed hand against wall and caught knuckles and finger in door. Store manager activated ice pack, made by baxter healthcare. The contents leaked out and ruined jacket, unaware of contents on hand, rubbed eyes and burned them. Plaintiff alleges that product is defective or unsafe.